Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2016 with the following findings: investigation revealed a dual vent failure; low vent flow was found upon performing a vent flow test. The pump was opened up and no evidence of moisture was found internally. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition issue in the form of dual vent failure. This complaint is being reported because the alleged issue may compromise the waterproof integrity of the pump and affect the insulin delivery. There was no indication that the product caused or contributed to an adverse event.